Event description:
It was reported that the patient came in for a device check and the device was found to be at elective replacement indicator (eri). There was concern as the patient did not hear an alert tone event thought this feature was turned on. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.